Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no powertest, reset error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Pump received with minor scratched display window,cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin was not being delivered and that the blood glucose ran high. The blood glucose reading was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.